Manufacturer narrative:
Device is class I exempt from 510(k) requirements. Device has been returned to manufacturer, however investigation is not complete. A supplemental report will be submitted once additional information is obtained.

Event description:
It was reported that "dr. (B) (6) was implanting a 4.0x14 vasd hybrid screw using a rescue screwdriver (w/inner shaft) when the tip of the inner shaft broke off."